Manufacturer narrative:
(B)(4): evaluation: results: patient vessel morphology. Direct handling of the stent and use of force. Stent deformation and failure to deliver device. Conclusion: patient vessel morphology. Direct handling of the stent and use of force. Evaluation summary: a number of struts on the 6th and 14th proximal stent segments were raised and stretched distally.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lcx in a patient. It was reported that resistance was encountered during advancement of the stent in the lcx. The lcx was reported to be very tortuous and force was used in an attempt to advance the stent. On removal of the device, damage was noted to the stent segments. The patient received another resolute device of the same sizing with no issues noted. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).